Manufacturer narrative:
Method: (actual device not tested). Results: (no malfunction found since device was not tested). Conclusion: (unable to confirm). (B)(4). It was reported that a patient, underwent an atrial fibrillation procedure with a stockert 70 rf generator and suffered an esophageal fistula which required surgical intervention. However, a month after the surgery the patient was discharge from the hospital but unexpectedly died. The patient¿s medical history is unknown. An esophageal temperature probe was used during the procedure and the temperature displayed but it wasn¿t higher than 38.5 degrees. Follow up investigation was made to obtain clarification to this complaint. However, no further information has been made available. The investigational analysis has been completed. Repair follow-up was performed and service was declined. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. Management is notified of failure analysis through the monthly trending reports no significant trends have been identified at this time; therefore no CAPA is requested at this time.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Since the serial number is unknown, the full UDI number cannot be provided. Bwi concomitant products used: product name: carto® 3 system: us catalog #: fg540000, serial #: (B)(4) . Product name: coolflow® irrigation pump, us catalog #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with a stockert 70 rf generator and suffered an esophageal fistula which required surgical intervention. However, a month after the surgery the patient was discharge from the hospital but unexpectedly died. The patient's medical history is unknown. An esophageal temperature probe was used during the procedure and the temperature displayed but it wasn't higher than 38.5 degrees. Follow up investigation was made to obtain clarification to this complaint. However, no further information has been made available.